Event description:
(B)(4). Many symptoms appeared after these were implanted (B)(6) 2006. Pms related and as years have gone, one more severe including back pain, rectal pain, joint pain, heavy bleeding etc.